Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was possibility that this phenomenon was attributed to inappropriate or insufficient reprocessing by the user. Olympus stated the appropriate reprocessing in the instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing, it was found that there was foreign material near the outlet of the instrument channel of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.